Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical codes & health effect - impact codes) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia treated at emergency room and hospitalization. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a. Troubleshooting was partially performed. Customer has been using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08685 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 20-sep-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-sep-2024 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the event date of 20-sep-2024, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 09/15/2024 14:20:00.000, 09/16/2024 10:15:00.000, 09/16/2024 15:15:00.000, 09/16/2024 15:25:00.000. Sensorerroralert (801) was found on: 09/16/2024 17:53:24.000. Sgcalibrationerror (776) was found on: 09/16/2024 18:48:25.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.30 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia treated at emergency room. The event involved product(s) mmt-7040a, unomedical, mmt-1884, mmt-332a. Troubleshooting was partially performed. Customer has been using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.